Event description:
On 10/31/96, the facility's risk mgr contacted a MFR sales specialist and informed him that the device was implanted on 2/15/96; however, the device was inoperable and as a result, was explanted on 10/30/96. Upon explant, it was noted that the end of the device catheter was cut and a portion of the device catheter remained in the pt. X-rays were performed to determine the location of the remaining segment of device catheter; however, the x-rays had not determined the location of the device catheter segment at the time of this report.